Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed due to an unspecified reason. On a (B)(6) 2018, a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.